Manufacturer narrative:
The device was not returned to the manufacturer for an investigation.

Event description:
It was reported by a doctor that a patient died during open heart surgery a few years ago (exact date unknown by the doctor). The doctor stated the patient's heart was weak and was bleeding through the walls of the heart muscle. The doctor used the device during surgery but does not believe the handpiece had any bearing on the procedure. No other information is known at this time.